Manufacturer narrative:
Review of results files displayed the following: initial testing- o positive interpretation, negative with anti-a, 4+ with anti-d series 4, 3+ with anti-d series 5, 3+ with a1 cells and 2+ with b cells. Repeat testing- a positive interpretation, 4+ with anti-a, 4+ with anti-d series 4 and 5, 3+ with b cells. Investigation on the echo identified a software anomaly. The software incorrectly assigned one sample ID to another sample as a result of the sample racks engaging order. Customers were notified of this issue in customer communication (B)(6) on (B)(6) 2010.

Event description:
Customer reported an abo discrepancy on the echo. An a positive sample resulted as o positive on the echo. The sample was historically type a positive. The sample was re-tested on the echo and resulted as a positive.